Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found. However, visual analysis noted setscrew -missing part. Note: this model number is not approved for distribution in the united states; however, it is similar to a device marketed in the united states. This event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported, during an implant procedure, the physician was not able to "fix" the svc srew into the device header. Consequently, this device was removed and replaced. No patient complications have been reported as a result of this event.